Event description:
It was reported via repair work order that the arm pad was worn with fluid intrusion present. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.